Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00616. It was reported following implant on (B)(6) 2017, the patient had a fall that same day. Thereafter, the patient noticed a change in stimulation coverage. X-rays were taken and revealed lead migration. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00616. Follow-up information revealed the patient also stated he never benefited from the system.